Manufacturer narrative:
This product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular lead was explanted due to product performance issue. There was an attempt to obtain additional pertinent information but was unsuccessful. No additional adverse patient effects were reported.